Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735740, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. As per the case description, the camera was having a hard time tracking instruments. As per the troubleshooting information, the field representative (rep) was unable to determine which instruments were not tracking and they were put back into circulation and also confirmed that the issue was unable to replicate. Based on the case details, suspected the infrared interference might have cause the issue, but logs could not capture what might have caused the infrared interreference. Hence, logs would not be helpful. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera had difficulty tracking instruments. The manufacturing representative (rep) was unable to determine which instruments were not tracking, and the issue could not be replicated. The instruments were put back into circulation. There was no delay or impact on patient outcome.